Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer generated an error message. The caller was advised to run the 2090 service diskette to correct the error. No patient involvement or complications were reported as a result of this event.